Manufacturer narrative:
H.6. Investigation: bd was not able to verify the customer¿s indicated failure mode, since provided picture doesn¿t show any component to be evaluated. A device history record review was performed for both batches involved in the reported complaint and there are no internal rejects related to the reported issue during the manufacturing process. Through the manufacturing of this lot, samples were tested for compression and leakage by qa tech resulting without rejects.

Event description:
It was reported that special needle weiss 17ga 3-1/2 desc leaked. This occurred on 2 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: anesthesiologist signaled that when attempting to perform epidural anesthesia at the surgical center he observed failure in puncture needles. Two needles were used, both presented faults (leaks at the base of the needle), preventing the execution of the anesthetic procedure. Anesthesiologist in charge chose not to proceed with epidural anesthesia and to perform another method of anesthesia.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that special needle weiss 17ga 3-1/2 desc leaked. This occurred on 2 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: anesthesiologist signaled that when attempting to perform epidural anesthesia at the surgical center he observed failure in puncture needles. Two needles were used, both presented faults (leaks at the base of the needle), preventing the execution of the anesthetic procedure. Anesthesiologist in charge chose not to proceed with epidural anesthesia and to perform another method of anesthesia.